Event description:
It was reported that the autopulse platform worked for 8 minutes during a patient event. A second battery was used which lasted 4 minutes. Patient impact was not disclosed. No other information was provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.